Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "battery not charging" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue.